Manufacturer narrative:
As reported, three 6f¿12f mynx control venous vascular closure devices (vcds) were used¿one to the right groin and two to the left groin. The physician reported that the patient presented to the emergency room the night after discharge due to tenderness, puffiness, and redness at the left groin site, approximately the size of a golf ball. There was no drainage and nothing to be expressed. The patient received cephalexin in the emergency room. The mynx vascular closure device (vcd) was used during an interventional procedure performed via a retrograde approach. The deployer was in training with the mynx device. 11f and 8f non-cordis sheaths were used. The femoral artery was verified to be = 5 mm in diameter, with no vessel tortuosity or presence of peripheral vascular disease (pvd) or calcium observed at the puncture site under ultrasound. Heparin was administered as the anticoagulant, with activated clotting times (acts) recorded at 256 seconds at 12:05 and 302 seconds at 12:27. The patient's international normalized ratio (inr) and platelet count were both within normal limits. No evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted prior to vcd use. Vascular access was achieved without multiple stick attempts. Post-procedurally, puffiness was observed but determined not to be a hematoma, confirmed by a clear CT scan. At a follow-up clinic visit, a normal venous duplex showed no pseudoaneurysm or arteriovenous fistula. The patient had completed the course of antibiotics, and the groin site was reported to be in good condition. The devices were not available to be returned for evaluation. A product history record (phr) review of lot f2524701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A local reaction after deployment of the sealant(s) into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolve on their own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynx control venous instructions for use (IFU). Based on the information available for review, it is not possible to determine what factors may have contributed to access site reaction experienced. However, patient/procedural factors are possible. The event of ¿local reaction¿ could not be observed as an image of the access site was not provided. According to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ neither the phr review, nor the available information suggests that the reported incident could be related to the design or manufacturing process of the units. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, three 6f¿12f mynx control venous vascular closure devices (vcds) were used¿one to the right groin and two to the left groin. The physician reported that the patient presented to the emergency room the night after discharge due to tenderness, puffiness, and redness at the left groin site, approximately the size of a golf ball. There was no drainage and nothing to be expressed. The patient received cephalexin in the emergency room. The mynx vascular closure device (vcd) was used during an interventional procedure performed via a retrograde approach. The deployer was in training with the mynx device. 11f and 8f non-cordis sheaths were used. The femoral artery was verified to be =5 mm in diameter, with no vessel tortuosity or presence of peripheral vascular disease (pvd) or calcium observed at the puncture site under ultrasound. Heparin was administered as the anticoagulant, with activated clotting times (act) recorded at 256 seconds at 12:05 and 302 seconds at 12:27. The patient's international normalized ratio (inr) and platelet count were both within normal limits. No evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted prior to vcd use. Vascular access was achieved without multiple stick attempts. Post-procedurally, puffiness was observed but determined not to be a hematoma, confirmed by a clear CT scan. At a follow-up clinic visit a normal venous duplex showed no pseudoaneurysm or arteriovenous fistula. The patient had completed the course of antibiotics, and the groin site was reported to be in good condition. The device will not be returned for evaluation.